Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had two huge accidents when they had the device put in for bladder incontinence. Patient stated that they had not done anything with the patient programmer yet as they were supposed to get more education after their surgery. Patient did have access to the programmer however was seeing the poor communication with and without the antenna attached. Patient stated that it was user error and was able to successfully communicate. Stimulation was showing on at 1.3v on program 3 however patient was not feeling stimulation. Patient increased it to 2.6v and felt stimulation. Additional information was received. It was reported that patient was feeling shocking from continuing to increase amplitude a little bit each day since their previous call however their lack of therapeutic effects was still the same and hadn't improved. Patient stated that they increased amplitude to 5.4 and felt an electrical shock. Patient indicated that they did not know adjusting amplitude and increasing could give them a shocking sensation. It was reviewed with patient the expectation on adjustments and recommended patient decrease stimulation to comfortable level. More information was received, and patient reported the shocking had resolved however the device was not working for their symptoms and patient's feet were swollen because of the problem. It was advised that patient follow up with their healthcare professional (hcp) about changing programs, return of symptoms and swollen feet. No further complications were reported.